Event description:
It was reported that an asahi fielder xt-a guide wire was used for a percutaneous coronary intervention (pci) to treat heavily calcified chronic total occlusions (ctos) in the left anterior descending artery (lad) and right coronary artery (rca). At first, an asahi sion guide wire and an asahi corsair pro xs microcatheter were used and the guide wire was changed to the fielder xt-a guide wire. The fielder xt-a guide wire could not be advanced, so the fielder xt-a guide wire was changed to an asahi gaia next 1, gaia next 2 and then gaia next 3 guide wire. After the guide wire was advanced to a certain point, it was exchanged again for the fielder xt-a guide wire. Following inflation and deflation of the kaneka medix zinrai 1.0mm balloon catheter at 14 atm (rbp), neither the zinrai balloon catheter nor the fielder xt-a guide wire could be withdrawn. When the zinrai balloon catheter and the fielder xt-a guide wire were removed as a unit, the tip of the fielder xt-a guide wire was fractured. The tip fragment was left in the lesion. An attempt to retrieve the fragment (the radiopaque segment) using a snare was not successful. The procedure could not be continued because the guiding catheter was disengaged during the retrieval of the guide wire and the balloon catheter. Coronary artery bypass grafting (CABG) surgery was completed successfully at a later date and the tip fragment was removed during the surgery. It was informed that there was no adverse patient effect associated with this event.

Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: 3016119728. Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported case. No other similar product experience report was received from this lot. As the affected device was not returned, the cause of this event could not be identified. Based on the obtained information and referring to known similar events, it was presumed that tensile stress generated with wire removal might have been locally applied on the tip of the fielder xt-a guide wire while the tip was trapped due to anatomical conditions and heavily calcified lesion. Consequently, the tip was fractured. It was concluded that the reported event was not attributed to the product quality. As the device was not returned, it was unable to completely rule out the potentiality that any wire fragment might be left in the patient anatomy. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]. Separation of the guide wire.